Manufacturer narrative:
(B)(4). A companion unit was received for an evaluation. The unit was visually inspected, and a functional test was performed. A visual inspection showed no observed defects. The unit results were satisfactory to the pressure test at 8psi. The reported condition was not confirmed. It is unknown what caused this reported condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of an interlink set in which the set is not connecting to the IV tubing. There appears to be no thread. This condition was noticed before use, and there was no patient injury or medical intervention necessary. No additional information is available.